Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that during use on a patient, the 980 ventilator had a backup ventilation (buv) alert. The device was available for evaluation. A review of the ventilator logs confirmed entry into buv. The service personnel (sp) inspected the ventilator and found unit had a device alert indicating backup ventilation (buv) along with background diagnostic codes in logs. Based on code, sp replaced pneumatic interface (pi) printed circuit board assembly (pcba). Sp found a "logs initialization failure" diagnostic code in the logs and replaced the universal serial bus (usb) flash drive. Additionally, sp found the 360 degree alarm lens was cracked and replaced 360 degree alarm lens and 360 degree alarm gasket. Sp performed a 10k preventive maintenance (pm). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in pi pcba. Also the cause of the "logs initialization failure" issue was isolated in the field to a potential fault in usb flash drive. The investigation found 360 degree alarm lens was cracked however the cause was unknown. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, the 980 ventilator had a backup ventilation (buv) alert. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.